Manufacturer narrative:
Corrected the concomitant MDR number for the maesstro pod, the correct number should be maestro pod 3001236349-2010-00006. The complaint for "rf failed to shut down after 30 second timer expired" was not confirmed during the investigation at supplier stellartech. Other malfunctions related to the maestro remote and maestro controller were found during the investigation, but did not result in continued rf delivery after timer expired. The maestro pod involved in the incident was found to pass all performance criteria of its final test procedure with no malfunctions encountered that were attributed to its performance. During combined testing with the maestro controller, remote, and pod, stellartech observed an intermittent malfunction after lightly tapping on the maestro remote's front bezel assembly. The malfunction occurred during rf delivery into a test load resulting in the maestro controller's lcd displaying "d11 check remote" and the remote's lcd displaying "m01-limited output." Both the controller and remote displays read 43w, 23 degrees c, 180, with 9 seconds remaining, during which an audible tone was emanating from the remote with no rf output measured by the oscilloscope connected to the test load, thus indicating the controller stopped all rf delivery following the malfunction. During another rf delivery following the completion of the device's 30 second delivery time setting, the remote hung up resulting in no rf audio tone and no rf output to the test load observed, with no response from the remote's front panel buttons when pressed. Upon pressing the controller's "generator remote" button, the status of the controller changed to active while the remote remained in its active mode when it should have switched to inactive. Further testing of the maestro remote determined that the intermittent malfunction was attributed to its front panel and front panel power boards. Following replacement of the remote's front panel and front panel power boards, there was no further malfunction of the device. From the observations above related to the maestro remote, it appears the customer's complaint of "rf failed to shut down after 30 second timer expired" may be related to the intermittent malfunctioning of the remote. The audible sound emanating from the remote could be interpreted by the user as continued rf delivery if the malfunction were to occur following a 30 second time-out. However, testing performed by stellartech confirmed that rf delivery had stopped immediately following the malfunction. DHR was reviewed and there were no prior service records for this device. There were no similar complaints found in the complaint system for this device. The complaint did not result in any patient complications. The customer disconnected the maestro remote and was able to complete the procedure. The malfunction of the maestro remote and maestro controller observed during stellartech's investigation left the devices in a safe state with no rf output to the patient.

Event description:
It was reported to boston scientific on (B)(6), 2010 that while using a maestro generator, maestro remote control and a maestro pod the customer experience the following: 'during procedure, rf failed to shut down after 30 second timer expired. Generator shut down to halt rf. Customer disconnected remote and was able to complete the procedure.'

Manufacturer narrative:
Device is expected to be returned, a follow-up report will be submitted once investigation is completed.

Event description:
It was reported to boston scientific on (B)(6), 2010 that while using a maestro generator, maestro remote control and a maestro pod the customer experience the following: 'during procedure, rf failed to shut down after 30 second timer expired. Generator shut down to halt rf. Customer disconnected remote and was able to complete the procedure.'